Manufacturer narrative:
As reported by the physician, the unknown trapease inferior vena cava (ivc) filter was found to be extensively fractured during the procedure. The trapease filter is ¿thrombosed¿ at level of filter. There was no intervention performed as this is a permanent filter. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter fractured - in patient¿ and ¿thrombosis in device¿ could not be confirmed as the device was not returned for analysis, nor were procedural images provided for review. The exact cause could not be determined. Vessel characteristics are unknown. It is unknown how long the filter had been implanted and it is a standard of care that thrombosis when found in ivc filters should be removed either by thrombolysis or mechanical thrombectomy or a combination of the two processes to maintain device patency. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use ¿filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported by the physician, the unknown trapease inferior vena cava (ivc) filter was found to be extensively fractured during the procedure. The trapease filter is ¿thrombosed¿ at level of filter. There was no intervention performed as this is a permanent filter. There was no reported patient injury. The device will not be returned for evaluation. Additional procedural details were requested but are unknown.

Manufacturer narrative:
Attached is the submitted medwatch report (mw5096900) that was received from the FDA on 14-oct-2020.